Event description:
It was further reported that a different vector was used for pacing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead (B)(6) 2011; 4076 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead thresholds were elevated, and six months later there was no capture in the lv to right ventricular (rv) coil configuration. The lead is still in use based on medical judgment. The patient is enrolled in the system longevity study. No patient complications have been reported as a result of this event.

Event description:
It was further reported that lead polarity was reprogrammed.